Event description:
It has been reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube has been found experiencing 40 occurrences of containing foreign matter and/or air bubbles before use. The following has been provided by the initial reporter: -it was reported black particles and gel bubbles were witnessed in vacutainer gel. During inspection 40 tubes were found to be either embedded in the tube or in the citrate. Date of event possibly on (B)(6) 2019 samples are available.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, evaluation of the customer samples was performed and foreign matter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube has been found experiencing 40 occurrences of containing foreign matter and/or air bubbles before use. The following has been provided by the initial reporter: it was reported black particles and gel bubbles were witnessed in vacutainer gel. During inspection 40 tubes were found to be either embedded in the tube or in the citrate. Date of event possibly on (B)(6) 2019. Samples are available.